Event description:
It was reported that radio frequency (rf) telemetry had become disabled for this cardiac resynchronization therapy pacemaker (crt-p). Technical services discussed that this was a false positive explant indicator related to a software update with magnet application during a loaded measurement. It was recommended to interrogate and/or program this device using a wand, as wand-less telemetry is no longer available for this device. No adverse patient effects were reported. Currently, this crt-p remains in service.

Event description:
It was reported that radio frequency (rf) telemetry had become disabled for this cardiac resynchronization therapy pacemaker (crt-p). Technical services discussed that this was a false positive explant indicator related to a software update with magnet application during a loaded measurement. It was recommended to interrogate and/or program this device using a wand, as wandless telemetry is no longer available for this device. No adverse patient effects were reported. Currently, this crt-p remains in service. According to additional information, there was of oversensing of noise on the right ventricular (rv) lead channel while programmed in the unipolar sensing configuration. No adverse patient effects were reported. Currently, this crt-p system remains in service.